Event description:
It was reported that the implantable cardioverter defibrillator (ICD) displayed "invalid data" in the cardiac compass. The patient is going through radiation therapy for cancer. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: 4968, implantable pacing lead, (B)(6) 2004; 5076, implantable pacing lead, (B)(6) 2002. (B)(4).